Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device contained only three clips. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed sixteen clips as intended and one scissor clip class iii. It could not be determined what may have caused the malformed clip. Please note that this finding is unrelated with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.